Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 1 of 4 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected during dwell to use the restroom, prior to the alarm. The patient reconnected, and the alarm then occurred. The patient disconnected without using proper disconnect procedure. Technical service representative (tsr) assisted the patient in ending therapy and removing the cassette. The tsr explained the alarm and proper disconnection procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting from the setup during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.